Event description:
Device malfunction: none. Symptoms/ ae: hypotension. Time of ae: during and after the procedure. It was reported that during a right internal carotid artery stenting procedure, after post stent ballooning with a non-abbott device, the pt became bradycardic and hypotensive. The bradycardia was resolved after 3 doses of atropine. The hypotension was treated with a neosynephrine drip. Three days post-procedure, the hypotension resolved. Due to pre-existing weakness, the pt remained hospitalized and five days post procedure was transferred to a rehabilitation center. Although requested, there was no add'l info provided.

Manufacturer narrative:
Study event. There was no rx acculink malfunction reported. Bradycardia and hypotension are known potential adverse events associated with the use of the device as listed in the rx acculink instructions for use. The lot number was not identified; therefore, a device history record review could not be performed.